Event description:
It was reported by the patient that following a right renal angioplasty and stent procedure, an angio-seal was used in the right femoral artery puncture site. This was the third procedure done from the right femoral artery. Seventy one days later, the patient experienced an itchy rash on her body. Since then the patient has been in the emergency room twice with complaints of the rash, swelling at the groin, and now swelling of the hands and feet. An ultrasound of the groin site revealed an arterial stenosis. The patient was placed on prednisone from (B)(6)2008 to (B)(6)2008. The patient has prior history of coronary artery disease of the left anterior descending artery. The patient will follow up with the physician.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal pt info guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.